Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. The analysis did not show any deviations from the electrical specifications. The analysis did not reveal any sign of a material or manufacturing problem. The fixation helix could be fully extended and retracted. Further more, the measurement results proved to be within the value range defined by the design specifications, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism. The cuttings in the outer insulation are most likely, due to the explantation procedure.

Event description:
Boston scientific received information that this lead had dislodged. Therefore, a revision procedure was performed. During efforts to reposition the lead, the helix would not function. The lead was then explanted and replaced.